Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage keypad traces. No unexpected restart alarm. Pump passed error alarm test. Numbers does not ramp up on its own or scroll bar moving with no input. No unexpected restart or missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.